Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer had an unspecified cartridge issue. The customer experienced nausea due to a blood glucose (bg) level reported as "high"; with moderate ketones. Specific bg value was not provided. Customer addressed bg by administrating a manual correction injection. Reportedly the customer continued to use pump for insulin therapy.